Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had infection at the midline incision site. Antibiotics were prescribed. The patient underwent an explant procedure with no device malfunction suspected. Infection was procedure related and not device related.